Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the time and date on the pump were incorrect. Customer's blood glucose was 191 mg/dl. Tandem technical support assisted customer with adjusting the time and date.